Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver normal saline. After "no more than a couple of minutes" in use, the physician noted the female adapter disconnected from the manifold; subsequently blood loss was noted. The amount of blood loss was unspecified. The female adapter and manifold were reconnected and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received.